Event description:
0n 3/4/99, a baxter field service engineer reported the following to customer quality assurance (cqa): a 44 year old male weighing 190 lbs, experienced dizziness and tingling at the beginning of a plateletpheresis procedure. A follow up call to the customer by cqa revealed the following add'l info: the tech offered to discontinue the procedure, after the initial symptoms, but the donor declined. The donors symptoms did not subside and he became pale and experienced what was described as tetany, chest pain, and dizziness with a bp of 190/100. The operator discontinued procedure and reinfused the donor's red cells. The donor was treated with a cold compress, tums, and the collection facility's medical director administered 25mg of benadryl via an available port since saline replacement was already initiated. Per tech at the collection facility, the chart states that replacement calcium was also given intravenously, but does not clarify amounts. Customer alleges that the documentation in the chart states 2g cal clu. Donor was stabilized, and taken to the emergency room. Blood work done in the emergency room, revealed normal results for electrolytes. No add'l treatment was given at the emergency room. The customer feels the donor experienced an acd reaction. On 3/5/99, the customer placed a follow-up phone call to the donor, the donor was okay, however; he indicatde procedural info: total time: 28 minutes; vol of acd 223 ml, set flow rate 9:1. No issue noted during prime or venipuncture.